Manufacturer narrative:
The device was returned and the malfunction was attributed to the non-zoll batteries used. The batteries found in the device were lisun brand, which are not approved for use in the AED plus device. The batteries were scrapped. The customer received a new set of (B)(6) 3 volt batteries to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while hanging on the wall, one of the device's batteries broke open inside the device. Complainant indicated that there was no patient involvement in the reported malfunction.